Event description:
It was reported that t:slim x2 pump battery would not charge and that pump displayed power source alert while caller was using company charging cable and wall adapter, with unstable charging connection that required holding cable in place or positioning pump carefully. There was no reported impact to the customer¿s blood glucose level. Customer tried a different charging cable, which resolved charging issue, and pump began charging normally so no further assistance was required.